Event description:
It was reported that the patient fell and device interrogation revealed high impedance and loss of capture on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.